Event description:
It was reported that within a few weeks of implant, the atrial lead exhibited a loss of capture at maximum outputs. The lead was found to have dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2013 (B)(6); 4296 implantable pacing lead - 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.